Event description:
A (B)(6) male patient contacted zoll customer support to report that the charger/modem would not power on. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger/modem will not power on) has been confirmed. As received, the charger/modem was fully functional and able to power on. However, upon evaluation, contamination was discovered on the battery board. The cause of the reported failure cannot be positively identified but is likely liquid ingress that had dried prior to evaluation at zoll. No adverse event resulted from the contaminated charger/modem. The patient received a replacement charger/modem.